Event description:
The customer had worn the pod only a few hours when it alarmed. When it was removed it left a red spot. Her doctor gave her an ointment for infection.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to the reported infection. No product lot number was reported, therefore no review of qualification and sterilization records could be performed. The omnipod user guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and to keep sterile materials away from any possible germs," cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."